Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Customer called to report that two needles could not inject insulin when exhausting air out on march 4. The needles were purchased on march at xx community health service station. Customer has gone to xx hospital and was told by the doctor that problem was caused by needles clogging. The customer takes one injection a day and does not reuse needles. Customer follows the instruction to exhaust air out before each injection. Customer uses the novo injection pen and can inject normally after replacing another new needle. Customer has kept the two clogged samples, but customer is too old to cooperate with mailing the needles. Customer requests a home visit to further understand the situation, customer has no other requests, address: xxxx. Sample availability: no sample availability details: no sample available.